Manufacturer narrative:
The subassembly in question is a560 or a545rd and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international in england. The finished product is further assembled, packaged and sterilized by smiths medical international. The customer indicated that they would not be returning samples for evaluation. The device history record could not be reviewed without a reported lot number as a reference. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product evaluation. This issue is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
Country reported to smiths medical that the luer lock at the red line behind the three-way stopcock is detaching or leaky. There was no patient injury or treatment reported with this event.